Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735795. A system checkout was completed under another complaint. It was determined the issue was caused by a damaged monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a pending procedure. It was reported that the touchscreen was inaccurate and "jumpy" and either doesn't register touch, or registers it in the incorrect location. This issue was examined during this procedure and it was discovered that the mouse also does not behave correctly and will click and drag when the mouse button is clicked on its own. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. This issue occurred on the last 3 clinical cases that a msb representative covered.

Manufacturer narrative:
Correction: corrected to reflect this event occurred during a spinal procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal procedure. It was reported that the touchscreen was inaccurate and "jumpy" and either doesn't register touch, or registers it in the incorrect location. This issue was examined during this procedure and it was discovered that the mouse also does not behave correctly and will click and drag when the mouse button is clicked on its own. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.